Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their replacement programmer was working perfectly and their pain was resolved.

Manufacturer narrative:
Concomitant medical devices: product ID: 37743, serial# (B)(4), product type: programmer, patient. Analysis of the patient programmer determined the digital board was corroded. The board was scrapped and replaced. The lcd connector and lcd flex tape were corroded with an unknown liquid.

Event description:
The consumer reported that the programmer would not power on and quit working. The patient changed the batteries but the issue was not resolved. The patient could not use the patient programmer to increase or decrease because the patient programmer would not power on. The patient experienced pain that was not new or worsened, but was due to the patient programmer issue. The pain was better when the patient was sitting and increased when he got up. No out of box failure was reported. Indications for use include chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.